Manufacturer narrative:
Initial.

Event description:
It was reported that the patient used the iLet Bionic Pancreas and repeatedly announced multiple meals to address high blood glucose, which constituted an improper method and a use error related to the user interface; the agent educated the patient that using meal announcements as a correction can maladapt the algorithm and delay corrective actions. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.